Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed. Additionally, it was noted that the faceplate was detached, inner tab had breaks and the syringe was cracked. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the indeflator during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during preparation for use resulted in the noted device damages; thus, resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the indeflator did not maintain pressure during balloon inflation. There was no reported patient effect or a clinically significant delay in the procedure. The balloon was inflated using another indeflator without difficulty. No additional information was provided.